Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one, unknown lateral entry femoral recon nail. Part and lot numbers are unknown. Implant date was reported as approximately six months prior to (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2015 due to non-union of femoral fracture, and four broken unknown 5.0mm locking screws. The original date of surgery was approximately 6 months prior to the revision date during which time an unknown lateral entry femoral recon nail (lefn) and the unknown four unknown 5.0mm locking screws were implanted. The nail and screws were removed and the patient was revised with an unknown curved 4.5mm broad plate. This report is for one, unknown lateral entry femoral recon nail. This report is 1 of 2 for (B)(4).